Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq user guide: "do not expose your pump, transmitter, or sensor to x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan, other exposure to radiation" the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was possibly exposed to x-rays prior to the malfunction occurring. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.